Event description:
It was reported patient underwent a left total hip arthroplasty in 1999 with unknown product. Subsequently, patient was revised on (B)(6) 2012 due to an unknown reason with competitor product. Patient underwent a further revision procedure implanting biomet product on (B)(6) 2012 due to a dislocated liner. Another revision procedure has been indicated due to dislocation; however, no revision procedure has been reported to date.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. This report is number 1 of 3 MDR's filed for the same event (reference 1825034-2014-08915 / 2014-08916 & 2015-00504).

Event description:
It was reported that patient underwent a total hip arthroplasty in 1999 with unknown product. Subsequently, a revision procedure was performed with competitor product on (B)(6) 2012 due to an unknown reason. The patient was revised with biomet components on (B)(6) 2012 due to disassociation of the competitor's acetabular liner. A further revision procedure was performed on (B)(6) 2014 due to an unknown reason. The modular head, liner and locking ring were removed and replaced. Subsequently, another revision procedure has been indicated due to dislocation; however, no revision has been reported to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity. " this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-08915 / 08916).